Event description:
It was reported that the patient received inappropriate shocks and audible alarm was activated. It was suspected that the shocks were caused by high frequency external interference, but follow up did not confirm this phenomenon. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a lead integrity alert (lia) triggered. Programmer data shows one right ventricular lia on (B)(6) 2012. The ventricular short interval count (v-sic) was 14.9 counts average per day, in 118.9 days, between (B)(6) 2012. Six ventricular non-sustained tachycardia (nst) episodes of less than or equal to 180 ms between (B)(6) 2012 were noted. There were two ventricular fibrillations of 160 ms average v-cycle on (B)(6) 2012.